Manufacturer narrative:
B3 date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that the, "orientation tube, carrens y adapter, swivel adapter, and other components were not enclosed". This occurred upon removal from package/carton, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received inside the original package, the package was received unsealed. Per visual inspection, the connector catheter was missing in the kit carton. The complaint was confirmed. The root cause was not established. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.